Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as smooth opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade I. Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side capsular contracture baker grade I. Healthcare professional later reported rupture. Device was explanted.